Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Broken weld at headtube on left side frame. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken weld on the side frame. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The provider states the left side frame is broken at the weld by where the front wheel attaches.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the left side frame is broken at the weld by where the front wheel attaches.